Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2013 and explanted due to overactivity of the patient on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
In follow up with the location contact, she indicated that the intraocular lens (iol) was most likely destroyed during the explant process and is not available. The patient's left eye was the operative eye. Additionally, it was learned that the patient dislocated his iol by overactivity following his cataract procedure. Following the explant and implant of a new iol, his visual acuity was 20/20. No surgical complications were reported. (B)(4). Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4)- overactivity of patient; explant of intraocular lens. Intraocular lens. All pertinent information available to abbott medical optics has been submitted.